Event description:
Boston scientific was notified that during an event a piece of the matrix ultras0ft-sr coil broke off. The technician did not see anything, but the physician stated that this coil was not complete when it was removed from the package. The pt sustained no injury from this event.